Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
A fiber optic failure was reported in the intra-aortic balloon. However, the iab was successfully used with a standard arterial line.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected field: b5. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. Complaint ID: (B)(4).

Event description:
A fiber optic failure was reported in the intra-aortic balloon. However, the iab was successfully used with a standard arterial line. The patient died in the ICU.